Manufacturer narrative:
(B)(4). Batch # u5ck58. This is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a blue reload unfired with some staples on the deck. The second photo shows a blue reload in the lower side, and can be seen the swing tab partially moved. Based on the two photos review the event describe is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tcr10 cartridge was received with no apparent damage and with no instrument. The swing tab was found to be partially moved in the locked position and with 4 drivers up without staples along the staple line. Due to the condition of the reload no functional test was performed. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of an automated vision system to ensure staples presence; the swing tab is present and unlocked. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.,

Event description:
Item proximate linear cutter 100mm regular was used with reload tcr10 for transverse colectomy. Upon removing the staple retaining cap of tcr10 (lot u40f1d), few loose staples were noted at the proximal reload site. Staple drivers were noted to still be intact, reload yet to be fired. Additional indication reload yet to be fired was the orange bar still at its horizontal position. The orange bar seemed tilted opened a little because staff nurse pushes it to check its positioning. Surgeon refused to use the reload, and new reload was opened to proceed with the surgery. Fragments generated but removed without additional intervention. The procedure was completed successfully with no patient consequences.